Event description:
It was reported on 01 august 2024, that when the patient went to unplug the dual port charger into the wall outlet the patient was shocked. The patient did not seek medical attention but the patient did report that the charger was stuck into the outlet and could not remove it. Additional information was requested however, the patient refused to answer follow-up questions.

Manufacturer narrative:
It was reported that the patient was shocked by the wall charger - dual port charger. The mcot c6 sensor and wall charger - dual port charger were not returned for device evaluation. Evaluation was unable to be performed as the device was not returned or is unable to be recovered. Patient states a black object with metal things sticking out that she believes was part of the charger was in the wall and when she went to plug in another object it shocked her. Engineering evaluation was unable to be performed as the device was not returned to chu engineering. The patient also mentioned that since the rep stated we cannot send someone there to fix the outlet, that she will be sending philips the electric bill. The patient refused to answer any additional questions, so engineering is unable to confirm the allegation. Am&d philips is further investigation this reported malfunction.